Event description:
It was reported that a clearlink system continu-flo solution set ruptured just below the proximal clearlink valve after insertion of the blue slide clamp inside the pumping channel of the novum iq infusion pump. The set contained cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut and hole in the tubing. Pressure testing and clear passage under water were performed, and the results were not satisfactory. There was a leak due to the cut and hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.